Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the physician pre-clipped a pedunculated polyp stalk prior to removing via snare and the clip was able to grasp and lock onto tissue without problem; however, the clip was unable to release from the catheter to deploy. Another attempt was made to get the clip to release from the catheter but still unsuccessful. The procedure was complete with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.